Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical technician reported that there were no ultrasounds delivered from the handpiece. Timing of the event and patient impact are unknown. Additional information was requested but no further information is available from the reporter.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 27, 2016. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformity. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. However, the handpiece failed to meet specifications when connected to the dynamic tuning fixture (dtf) for stroke length testing. Disassembling the handpiece, it was found that the low electrode was discolored. The root cause of the reported event can be attributed to a nonconforming low electrode. However, how or when the electrode became nonconforming remains inconclusive. The manufacturer internal reference number is: (B)(4).